Manufacturer narrative:
Bec identifier for this complaint is (B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that there was fluid on the reagent probe drip tray located under reagent probe b of the unicel dxc 800 synchron system (dxc 800). Customer reported that the dxc 800 generated cc (cartridge chemistry) cuvette not dry before first reagent dispense error and cc reagent delivery subsystem motion error. Bec customer technical support (cts) instructed the customer to check and tighten the reagent probe and the reagent syringe fittings. The cts instructed the customer to perform reagent probe level sense diagnostics. Customer reported that the dxc 800 did not generate any error after the tightening of the probe and the syringe fittings. Customer reported that there was no further leaking after the tightening of the probe and syringe fittings. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.